Manufacturer narrative:
The explanted devices was not returned to bsn.

Event description:
A report was received that the patient had an increased headache. It was reported that the physician had punctured the dura. Dura punctured was not device related. The patient underwent an early lead pull.